Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were no falls or traumas that may have contributed to the low impedance.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, lot# unknown, product type: lead; product ID: 37086, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for idiopathic parkinson syndrome. The patient has experienced dizziness a few times during the day since implant. The dizziness allegedly goes away when stimulation is off. There were no known external factors contributing to the event. Diagnostics included measuring impedances of the system, which revealed a low impedance of 35 ohms on electrode pair 0/1 on the left side. All other electrode pairs were in range. The patient was programmed on c+, 2-, 3- at 1.5 v, 60 microsecond pulsewidth (pw), and 130 hz on the left stn lead and c+, 10-, 11- at 2.5 v, 60 microsecond pw, and 130 hz on the right stn lead. The ins was at 75% charge level at the time of the device interrogation. No interventions were performed or planned since the system was working fine other than the low impedance. The low impedance pair was not included in the patient's programmed parameters. The hcp assumed the patient had dizziness before implant and that the issue was psychological. The event was not resolved at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.